Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received a false positive result. This event occurred 1 time. The patient received a negative result from a confirmatory pcr test. There is no indication that results were reported out to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: it was reported that customer tested positive with veritor at-home test kit. Customer reported that they tested negative on a subsequent pcr test. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges ¿customer tested positive¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown, and ¿negative on subsequent rapid test and pcr test done at a medical facility¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2 using bd veritor ¿ at-home covid-19 test the customer received a false positive result. This event occurred 1 time. The patient received a negative result from a confirmatory pcr test. There is no indication that results were reported out to health practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: it was reported that customer tested positive with veritor at-home test kit. Customer reported that they tested negative on a subsequent pcr test. (B)(4).